Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) :location of the perforation: fundus of the uterus"), abdominal pain lower ("pain/cramping") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), migraine ("migraines") and pelvic pain ("pain"). The patient was treated with surgery (total abdominal hysterectomy and lysis of adhesions) and surgery (to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, abdominal pain lower, genital haemorrhage, abdominal distension, migraine and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, genital haemorrhage, migraine, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new events "pain, perforation (other) :location of the perforation: fundus of the uterus" were added. New reporter were added. Product explant date was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other) :location of the perforation: fundus of the uterus"), fallopian tube perforation ("perforation (fallopian tube)"), abdominal pain lower ("pain/cramping") and genital haemorrhage ("abnormal bleeding") in a 27-year-old female patient who had essure (batch no. 809011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, insomnia and migraine. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain ("pain/ pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), cyst ("cysts") and abdominal pain ("abdominal pain"). On (B)(6) 2014, 2 years 8 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating") and migraine ("migraines"). The patient was treated with surgery (total abdominal hysterectomy and lysis of adhesions), surgery (total abdominal hysterectomy and lysis of adhesions) and surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, abdominal pain lower, genital haemorrhage, abdominal distension, migraine, pelvic pain, vaginal haemorrhage, menorrhagia, nausea and cyst outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, cyst, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other): location of the perforation: fundus of the uterus"), fallopian tube perforation ("perforation (fallopian tube)"), abdominal pain lower ("pain/cramping") and genital haemorrhage ("abnormal bleeding") in a 27-year-old female patient who had essure (batch no. 809011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, insomnia and migraine. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain ("pain/ pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), cyst ("cysts") and abdominal pain ("abdominal pain"). On (B)(6) 2014, 2 years 8 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating") and migraine ("migraines"). The patient was treated with surgery (total abdominal hysterectomy and lysis of adhesions), surgery (total abdominal hysterectomy and lysis of adhesions) and surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, abdominal pain lower, genital haemorrhage, abdominal distension, migraine, pelvic pain, vaginal haemorrhage, menorrhagia, nausea and cyst outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, cyst, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on 18-sep-2018: pfs received. Reporter's information and lot number was added. Events added: perforation (fallopian tube), abnormal bleeding (vaginal, menorrhagia), nausea, cysts, abdominal pain. Outcome of event abdominal pain was updated to recovering/ resolving. Concomitant disease was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain/cramping") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating") and migraine ("migraines"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, genital haemorrhage, abdominal distension and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, genital haemorrhage and migraine to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.